Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9790213, 510k #k042922 and UDI #(B)(4) was cleared in the united states. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent anterior cervical fusion. Post op, the screws were found to be loosened. In caudal side, screws came off from vertebral bodies. The screw was also inserted into bone graft, so that bone graft itself was back-out. Therefore, dysphagia was developed in the patient. The patient underwent a revision surgery for the removal of the screws. It was observed in the revision surgery that all 4 screws backed out so all 4 screws were explanted.